Event description:
Pt was placed on right side with pillows at back and between knees. When rn returned to pt's room after several mins, the pt was found with feet on the floor between the side rails. Pt had slip off the 1st step mattress overlay.